Event description:
Boston scientific-target was notified that during the procedure the gdc 18-2d 2-diameter synerg detection circuit detached prior to electrolytic attachment. The product was destroyed. The pt was reported to be in good condition.